Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.